Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot. The following information was requested, but unavailable: where within the gap setting scale was the orange indicator prior to firing: unk; what confirmation was received that the device was fully fired: unk; what was the shape of the deployed staples (b-formation, irregular, legs straight): unk; did the device cu:t unk; was the cut line fully circumferential around the target tissue: unk; if the device fully cut, were both tissue donuts present: unk; if the device fully cut, were both donuts complete: unk; how much additional tissue had to be resected in order to create the new anastomosis: unk; were there any patient consequences: unk.

Event description:
It was reported that during a low anterior resection procedure, the doctor stated that the circular stapler misfired, not completing a full intact staple line. Case completed with another device of the same product code; had to resect more tissue to create another anastomosis.

Manufacturer narrative:
(B)(4). Batch # n53w68. The analysis results found that the ecs29a device arrived with the anvil missing, otherwise in good visual condition. As the original anvil was not received, further investigation with the original anvil could not be performed. The breakaway washer was not present and there were no staples present. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality with a test anvil; it fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. The batch history record was reviewed and no protocols or ncr related to the complaint were found during the manufacturing process.